Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient was hospitalised on (B)(6) 2026 due to bent cannula which led to high blood glucose and diabetic ketacidosis. The blood glucose level was 420 mg/dl and the patient was treated with exogenous insulin; intra venous [IV] fluids. The patient also experienced symptoms like vomiting and polydipsia, the patient was discharged on (B)(6) 2026. No further information available.